Event description:
Manufacturer's representative reported the pump was explanted due to an infection. The patient presented in 2001 with signs of infection. These included fever, redness, swelling, and drainage. Cultures of both the device pocket and blood were done. Staph aureus was the organism cultured from the device pocket only. The blood was negative for organisms. It is unknown if the patient had meningitis. The patient was treated with both IV and oral antibiotics and a total device system explant. The patient is reported to have resolved the infection.